Manufacturer narrative:
The agent reported revidion for post fracture reverse construct. Cemented in stem fell into valgus 3 yrs post op. Perforated humeral cortex medially. Stem replaced with stryker stem and 36mm glenosphere complaint has been evaluated and is similar to report number 1644408-2019-01291; 530-10-220, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to post fracture reverse construct. Cemented in stem fell into valgus 3 yrs post op. Perforated humeral cortex medially. Stem replaced with stryker stem and 36mm glenosphere.